Event description:
The customer reported that while running an hiv 1/2 peptide assay, summit sample handler did not pipette sufficient sample into rows a and b in position 4 and no error message was generated. A field service engineer was dispatched and checked the tip clamping assembly in position 4. The engineering replaced the tip clamp and compression spring, aligned the instrument and performed verification checks. No death or serious injury was associated with this event.